Event description:
A customer in france reported a burn to candela france. The doctor reported that a male patient had nd: yag vascular treatment with gentlemax pro plus laser for a senile angioma on the lower lip, approximately (B)(6) 2025. The patient reported that it "continued to grow" and he "went to the emergency room due to significant bleeding three (3) to (4) weeks post treatment." Emergency room treatment information was not provided. Per review by candela medical director, the post photo appears to show bleeding. There is, however, insufficient information without ability to review more recent photos to determine if the impact may result in permanent damage to a body structure. While the mucosa and lip generally heal well, if the depth and volume of the lesion is significant there could be resultant scarring. Additional information has been solicited.

Event description:
A customer in france reported a burn to candela france. The doctor reported that a male patient had nd: yag vascular treatment with gentle max pro plus laser for a senitle angioma on the lower lip, approximately (B)(6) 2025. The patient reported that scarring. Addiat it "continued to grow: and he went to the emergency room due to significant bleeding three (3) to (4) weeks post treatment." Emergency room treatment information was not provided. Per review by candela medical director, the post photo appears to show bleeding. There is, however, insufficient information without ability to review more recent photos to determine if the impact may result in permanent damage to the body structure. While the mucosa and lip generally heal well, if the depth and volume of the lesion is significant there could be resultant scarring. Additional information has been solicited.

Manufacturer narrative:
Candela svp, clinical operations and medical director reviewed available clinical information noting "ndyag should not be overlapped. This report form states that technique is 30 percent overlap in daisy pattern, ie multiple overlapping pulses. Review of the patient impact form reveals that the treatment technique was not in accordance with treatment guidelines. Therefore, the most probable cause of this reported injury was due to unintended use error caused or contributed to event. The interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.